Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, analysis was unable to prime the insulin pump during prime test due to faulty force sensor resistor. Analysis was unable to perform excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. The insulin pump was received with broken reservoir tube lip, cracked belt clip slot and minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that they were able to rewind the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.